Event description:
Caller reported a power source alert and confirmed that their blood glucose level did not exceed thresholds resulting in no adverse impact. The issue occurred while using the tandem charging cable and wall adapter. After attempting to charge the pump by leaving it plugged into a working outlet for at least 30 minutes, the pump began charging successfully, and no further assistance was required.